Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent revision surgery for glenoid loosening and humeral subsidence. The implanted stem, humeral head and glenoid component were removed. Conversion into rsa.